Event description:
It was reported that the catheter was cracked outside the intrathecal space, so the patient did not receive the bolus in the intrathecal space. The catheter was revised. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.